Event description:
It was reported that while the employee was holding the drive handle on the stretcher he touched the elevator button and received a shock. He further reported that he felt a tingling sensation across his body. The complainant was not aware if the employee required medical intervention as a result. Stryker technician evaluated the unit and could not duplicate the failure.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Event description:
It was reported that while the employee was holding the drive handle on the stretcher he touched the elevator button and received a shock. He further reported that he felt a tingling sensation across his body. The complainant was not aware if the employee required medical intervention as a result. Stryker technician evaluated the unit and could not duplicate the failure.

Manufacturer narrative:
The customer reported that a caregiver was pushing the unit and that they received a shock when touching the elevator button. The repair technician performed electrical leakage tests on the unit, which passed all tests, the technician also pushed the unit around but could not duplicate the alleged event. The ground chain was also found to be on the unit and touching the floor appropriately. It was stated that the caregiver may have been pushing on the unit from the IV pole but this could not be confirmed. It was reported to the customer that the issue may have arisen if the ground chain got caught up off the ground momentarily as the ground chain is designed to ground the unit and prevent static shocks from occurring. If the ground chain is not touching the floor a shock may occur and the ground chain may have fallen back to the correct position. There were no adverse consequences or medical intervention reported as a result of this event.